Event description:
It was reported that the ro markers on the balloon could not be seen. A 6mm x 120mm, 150cm ranger paclitaxel-coated pta balloon catheter was selected for use in a superficial femoral artery intervention. During the procedure, the ro markers could not be seen on the balloon. Another balloon was used to complete the procedure. No patient complications were reported, and the patient is fine.

Manufacturer narrative:
Corrections: b3 date of event was corrected from 23-dec-2021 to 21-dec-2021. Batch/lot # was corrected from 07445h20 to 06213h21. Device eval by manufacturer: returned product consisted of a ranger drug coated balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The device was placed into an x-ray and the marker bands were visible. Inspection of the remainder of the device presented no other damages or irregularities. Product analysis could not confirm the difficulty to view the marker band under fluoroscopy.

Event description:
It was reported that the ro markers on the balloon could not be seen. A 6mm x 120mm, 150cm ranger paclitaxel-coated pta balloon catheter was selected for use in a superficial femoral artery intervention. During the procedure, the ro markers could not be seen on the balloon. Another balloon was used to complete the procedure. No patient complications were reported, and the patient is fine. It was further reported via voluntary medwatch/maude report list # mw5106319 that the balloon was never inflated.